Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2017; product type catheter, product ID 8598, serial# (B)(4), implanted: (B)(6) 2005; product type catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-feb-2018, UDI#: (B)(4) ; product ID: 8598, serial/lot #: (B)(4), ubd: 28-nov-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 689 mcg/day) via an implantable infusion pump. It was reported that dose increases were not providing increased efficacy. Exploratory surgery was performed and the catheter had little flow so it was replaced. It was noted that the devices were discarded of.